Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that placement difficulty was noted when it comes to this right ventricular (rv) lead and high pacing thresholds were noted. When attempting to reposition the lead the helix did not extend. A new lead was used. This lead will not be returned. No adverse patient effects were reported.